Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu0530 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported the PICC insertion date was (B)(6) 2021. The nature of the device deficiency was presence of a small hole in the distal part of the PICC line, highlighted during flushing of a follow up visit to the site. The device was removed. No other information was provided.